Event description:
The surgeon was performing an iris-fixated icl procedure, iridectomy. The system displayed a red screen with a 24v fluidics module failure error message. The surgeon was unable to use the system, and used manual scissors to complete the case. There were no complications and no pt injury.

Manufacturer narrative:
The customer service representative examined the system and confirmed the 24v fluidics module failure. The system was serviced with the cables, connectors, and pcb cleaned and reseated. The system was tested and met product specifications. There was no sample returned for evaluation to determine the root cause of the reported issue. A review of complaints for the last 36 months did not reveal any additional reports for this system. However, this review did indicate that there have been additional reports associated with a 24v failure on the legacy system and a corrective action was opened to address them. Two corrective actions were implemented: ps over-current protection circuit time constant was changed to reduce the sensitivity to transients; and the pump circuit changed to reduce start-up current demand. This system was manufactured before the implementation of these changes.